Event description:
The pt was a child with spina bifida and a chiari type ii malformation. The malformation required the placement of a ventricular shunt. According to the child's parents, following the placement of the shunt at the medical college of georgia on april 12, 2006 ,they were told by "someone" that the shunt was not functioning and this resulted in enlargement of the ventricles -confirmed by CT scan- that culminated in the deterioration of the pt and the pt was found "arrested" on april 14, 2006. CPR was performed and the pt was resuscitated. The pt was declared dead on april 14th. At the request of the decedent's family, I undertook an autopsy on the pt and recovered the shunt device. The device does not have any manufacturer's marks on it and I cannot find out its origin from mcg. The family are very concerned that the shunt was not working and was a significant contributing factor to their child's death.